Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding ( menorrhagia)') in a (B)(6) female patient who had essure (batch no. 901342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mammogram on (B)(6) 2016, pap smear on (B)(6) 2016, ankle operation on (B)(6) 2013, adhesiolysis in 1996, miscarriage (dilatation and curettage), cesarean section (on 1995 and 2007.), uti, amenorrhea, threatened abortion (3rd consecutive - no longer desires trial of pregnancy), pregnancy with intrauterine device, cesarean section (low transverse cervical.), abdominal cramps (the pain is intense, severe cramping for several day each month.) And loop electrosurgical excision procedure. Concurrent conditions included endometrial biopsy, menstruation frequent, breast mass and pelvic adhesions. Concomitant products included bifidobacterium bifidum; bifidobacterium breve; bifidobacterium lactis; bifidobacterium longum; fructooligosaccharides; lactobacillus acidophilus; lactobacillus casei; lactobacillus lactis; lactobacillus plantarum; lactobacillus rhamnosus; streptococcus thermophilus (endomune advanced probiotic), bupropion from (B)(6) 2013 to 2014, cetirizine hydrochloride (zyrtec allergy), codeine phosphate; paracetamol (tylenol with codeine no.3) from (B)(6) 2011 to (B)(6) 2017, diazepam from (B)(6) 2011 to (B)(6) 2013, escitalopram oxalate in (B)(6) 2013, fluoxetine from (B)(6) 2014 to (B)(6) 2014, ketorolac tromethamine from (B)(6) 2011 to (B)(6) 2013, naproxen from (B)(6) 2011 to (B)(6) 2013 and progesterone (prometrium) from (B)(6) 2011 to (B)(6) 2013. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:anxiety and mental anguish"), migraine ("migraines/headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient was found to have fibroma ("tumor/teratoma/cancer type: fibroid tumor"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea and fibroma outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fibroma, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the coils were easily placed in each tube with 5 trailing coils on the right and 4 trailing coils on the left. Discrepancy noted for essure insertion date: (B)(6) 2012 and (B)(6) 2012. Discrepancy noted for essure removal date: (B)(6) 2017 as per mr and (B)(6) 2017 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: essure device was successfully occluded total bilateral occlusion.. Ultrasound scan vagina on (B)(6) 2012: uterus wnl. Endo 1.7cm. Bilateral ov's wnl. No ff. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and mr received, case become incident new reporter, essure indication, lab data, start, stop date ,lot number, concomitant medication and event abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety and mental anguish, migraines/headaches, salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), tumor/teratoma/cancer type: fibroid tumor were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding ( menorrhagia)') and genital haemorrhage ('genital bleeding') in a 41-year-old female patient who had essure (batch no. 901342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mammogram on (B)(6)2016, pap smear abnormal on (B)(6)2016, ankle operation on (B)(6)2013, adhesiolysis in 1996, miscarriage (dilatation and curettage), cesarean section (on (B)(6) and (B)(6).), uti, amenorrhea, threatened abortion (3rd consecutive - no longer desires trial of pregnancy), pregnancy with intrauterine device, cesarean section (low transverse cervical.), abdominal cramps (the pain is intense, severe cramping for several day each month.) And loop electrosurgical excision procedure. Concurrent conditions included endometrial biopsy, menstruation frequent, breast mass and pelvic adhesions. Concomitant products included bifidobacterium bifidum;bifidobacterium breve;bifidobacterium lactis;bifidobacterium longum;fructooligosaccharides;lactobacillus acidophilus;lactobacillus casei;lactobacillus lactis;lactobacillus plantarum;lactobacillus rhamnosus;streptococcus thermophilus (endomune advanced probiotic), bupropion from (B)(6) 2013 to (B)(6) 2014, cetirizine hydrochloride (zyrtec), codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2011 to (B)(6) 2017, diazepam from (B)(6) 2011 to (B)(6) 2013, escitalopram oxalate in (B)(6) 2013, fluoxetine from (B)(6) 2014 to (B)(6) 2014, ketorolac tromethamine from (B)(6) 2011 to (B)(6) 2013, naproxen from (B)(6) 2011 to (B)(6) 2013 and progesterone (prometrium) from (B)(6) 2011 to (B)(6) 2013. On (B)(6)2011, the patient had essure inserted. In (B)(6)2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition:depression/ psych injury"), anxiety ("psychological or psychiatric problems condition:anxiety and mental anguish/ psych injury"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2017, the patient was found to have fibroma ("tumor / teratoma / cancer type: fibroid tumor"), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems"), urinary tract infection ("uti"), bladder disorder ("bladder/urinary problems"), cystitis ("bladder infections"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, abdominal pain, urinary tract disorder, urinary tract infection, bladder disorder, cystitis, vaginal infection and vaginal discharge had resolved and the vaginal haemorrhage, depression, anxiety, migraine and fibroma outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fibroma, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the coils were easily placed in each tube with 5 trailing coils on the right and 4 trailing coils on the left. Discrepancy noted for essure insertion date:- (B)(6)2012 and (B)(6)2012. Discrepancy noted for essure removal date:- (B)(6)2017 as per mr and (B)(6)2017 as per pfs. Discrepancy noted for essure insertion date:-(B)(6)2012 and (B)(6)2017. Received treatment for received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding),general abnormal. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded total. Imaging procedure - on (B)(6)2012: bilateral occlusion. Ultrasound scan vagina - on an unknown date: uterus wnl. Endo 1.7cm. Bilateral ov's wnl. No ff. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events added: abdominal pain, general abnormal. Bleed, bladder problems, urinary problems, bladder infections, urinary tract infection, vaginal infections, vaginal discharge. Outcome of the events pelvic pain, abdominal pain, abnormal bleeding(vaginal, menorrhagia) general abnormal. Bleed, dysmenorrhea (cramping), bladder problems, urinary problems, bladder infections, urinary tract infection were updated to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.